Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; upon receiving additional information and reassessing the reported event, it was determined that the quick release pin driver referenced did not contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a pin broke off in a quick release chuck. There was no patient involvement. No further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.